Event description:
It was reported the patient underwent an initial sternal closure using an auxiliary cable plate and two box cable plate constructs. The patient was transferred to recovery, and bleeding was noted later that day, prompting re-operation to identify the source. Intra-operatively, bleeding was observed from the bone hole created by the cable at the superior auxiliary plate position in the manubrium. The plating constructs were removed, the bleeding bone was cauterized, and a whip stitch was used to close the hole. A new set of sternal fixation implants was positioned to avoid the previous hole, and the sternum was re-closed per the surgeon¿s routine technique. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.